Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ceramic of the inner sheath was broken. The event was observed during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed that the ceramic tip (isolation beak/insulation beak) was broken. It was likely due to a component failure of the ceramic tip (insulation beak). The insulation beak failure is mechanical component problem, but the cause of the insulation beak failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.